Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Intermittent heart block. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient had intermittent heart block. The lead exhibited noise which inhibited pacing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 13.7 cm to 13.9 cm from the connector pin which exposed the proximal coil and resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.